Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; 14 events were confirmed during testing. (B)(6)devices were found to be affected by degradation. (B)(6) devices were found to be affected by degradation and an electrical problem. (B)(6) device was found to be affected by an electrical and a maintenance problem. (B)(6) devices were found to be affected by an electrical problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device displayed a bias current error message. There was no patient involvement; no patient impact.